Manufacturer narrative:
(B)(4). Date sent: 3/10/2021. Photo analysis: photos were provided of the patient. During the review of the photos an approx. 4-inch lesion was observed on the backside of the lower neck. Medical safety (mso) observed, ¿the photos attached resemble(s) a 2nd to 3rd degree burn with possible infection¿. The causes of these lesions can be electrical, thermal, chemical, mechanical, pharmacologic, and/or physiologic. It is important to remember that skin lesions often have the appearance of a ¿burn¿ even when thermal and electrical sources are not involved. The lesion observed in the photos does not appear to be an electrosurgical burn as a distinguishing characteristic of an electrosurgical burn is that tissue damage is apparent at the time of insult or within one hour. Lesions that appear hours to days after surgery are usually due to pressure necrosis, shearing forces, or chemical/allergic reaction. Also, it is important to note, that the majority of all electrosurgical burns are small (typically a dime to half-dollar in size), deep and highly non-uniform in depth. These lesions are generally caused by the concentration of the high-frequency electrical current over a relatively small area of tissue. Proper installation and use of the mega soft prevents these types of injuries by dispersing the current over a large contact area.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a cardiothoracic surgery on (B)(6) 2019, and the surgeon and team were using the megadyne electrocautery system with grounding. Further, the letter states that the grounding pad either failed or was misused by operating room team, causing the patient to sustain serious and permanent burns to his neck. Unknown as to how the procedure was completed.